Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital with no pacing and in escape rhythm. The device appears to be in safety mode and there were concerns that this device depleted prematurely. The physician tried to interrogate the device and was not able. After some guidance from the local boston scientific representative, the physician still was unable to interrogate the device. Subsequently, this device was explanted and placed. No additional adverse patient effects were reported reported. This device will not return for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital with no pacing and in escape rhythm. The device appears to be in safety mode and there were concerns that this device depleted prematurely. The physician tried to interrogate the device and was not able. After some guidance from the local boston scientific representative, the physician still was unable to interrogate the device. Subsequently, this device was explanted and placed. No additional adverse patient effects were reported. This device will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.